Event description:
It was reported that a user experienced difficulty during a supply change when a cartridge did not fit into the chamber and they attempted to connect the cartridge to the luer connector outside of the pump, followed by failure to observe drops during tubing fill and significant leaking inside the chamber and from the connector. Customer care provided remote troubleshooting and user education on inspection for leaks, removal of wet supplies, and drying of the pump chamber. Investigation of this case revealed user technique error leading to improper connection and leakage, resolved by correct assembly with replacement supplies. No clinical symptoms reported as blood glucose was not impacted at the time of call. Outcomes included successful completion of a subsequent supply change with new supplies and no further leaking after guidance. It was concluded that the event was attributable to use error, and the device functioned as expected when used per instructions.